Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury.additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the patient was using the product for almost a month due to a wound in the left leg. The ulcer was described as having an irregular form, filled with granulation tissue and with very scant exudate. The patient states the last time she used the duoderm she found some larvae in the wound approximately 6 (six), which they took out and cleansed the wound. In the next wound dressing change she found another 3 (three) bigger larvae and for this reason she was taken to the hospital. At the hospital the doctor took a sample of the wound and started the patient with antibiotics and surgical debridement. According to the patient "the duoderm caused the formation of the larvae. She was asked the way she cleansed the wound and she said she uses bottle water which is boiled then an antiseptic solution followed by the wound dressing. She also refers that she didn¿t know what changed because the wound was closing and she didn¿t identified any irregularities with the wound dressing when she put it on." It was further reported that the patient had been in the hospital since (B)(6) 2017. The duoderm dressing was discontinued.

Manufacturer narrative:
This complaint has been evaluated. A review of the last three (3) product monitoring review for trends indicated no trends for this issue on this product. The historical complaint data from november 01, 2015 to november 30, 2017 was reviewed as it relates to reports for product number 187955. A total of three (3) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional event details available. Should additional information become available, a follow up report will be submitted. (B)(4)